Manufacturer narrative:
No button error alarm noted during testing. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump did alarm motor error during rewind due to corroded motor home switch. Displacement test was not performed and motor sound anomaly was not verified due to motor error alarm. The insulin pump had minor scratches on the display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 152 mg/dl. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)